Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" (specific value not provided) due to sleep mode being active. The customer administered a correction injection to address the bg. Tandem technical support educated the customer on control iq settings.